Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) the nurse faxed fast path summary reports for technical services review. On 06/20 the nurse was contacted and review of the strips revealed the right atrial and right ventricular leads exhibited noise. The nurse noted that the patient had not been complaint with her merlin.net follow ups and had presented to the clinic instead. The patient was experiencing complete heart block, palpitations and shortness of breath. Multiple noise events and hvr were noted due to the noise. On (B)(6) 2016 the physician elected to explant and replace the right ventricular lead.